Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01, implantable pulse generator, 2011 (B)(6); 5568-53, implantable pacing lead, 1998 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had gradual rise in impedance and oversensing. The lead "will likely be capped and a new lead placed." No patient complications have been reported as a result of this event.